Event description:
It was reported that the cartridge was leaking from the septum. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer loaded a new cartridge to address the issue.